Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the cadiere forceps instrument cable broke during the operation. The operation was slightly delayed so that the surgeons could obtain a new scissor. There were 9 lives remaining. A backup instrument of the same kind was used. No fragment fell into patient. The procedure was completed with no reported patient harm, adverse outcome, or injury. The issue caused a delay of less than 15 minutes. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument had a broken cable. The issue caused a delay of less than 15 minutes."